Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported rupture of devices (no side specified). Additional report of "two simple cysts on periareolar region". This record relates to the left device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side ¿devices were not rupture, but encapsulated and deformed with several foldings¿ and ¿two simple cysts on periareolar region¿. Healthcare professional additionally reported capsular contracture baker grade iii. Device has been explanted.

Event description:
Patient reported right side "rupture". Ultrasound showed "two small simple cysts on periareolar region" not device related. Patient further reported "devices were not rupture, but encapsulated and deformed with several foldings." Healthcare professional reported capsular contracture, baker grade iii. The device has been explanted and replaced with non-allergan device.

Event description:
Patient reported, unknown side "rupture". Ultrasound showed, "two small simple cysts on periareolar region", not device related. Patient further reported, "devices were not rupture, but encapsulated. And deformed with several foldings". Physician reported, capsular contracture, baker grade iii. The device has been explanted. This record relates to the right side device.

Manufacturer narrative:
The event of capsular contracture, is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed, in the device. Cyst: unable to observe, since it is a medical event. And is not related to the device. Creases/folding of implant: not observed, in the device. Deformation: was observed. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: yellow particles were observed, on the shell.